Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient was unable to inflate and deflate device due to poor dexterity. A new tactra penile prosthesis was implanted. No further complications.